Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded. Customer declined to further troubleshoot with tandem technical support; therefore no additional information could be obtained. There was no adverse impact to the customer's blood glucose level.